Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis with a blood glucose level over 500 mg/dl. The customer experienced the following symptoms: vomiting and thirst. The customer's blood glucose level at the time of admission was 150 mg/dl. The customer was treated with an insulin drip. The customer's blood glucose level at the time of the report was 120 mg/dl. The customer stated she received multiple no delivery alarms from her insulin pump. The customer also said that the infusion set's cannula was bent. Troubleshooting was offered but declined. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. The test mini-link transmitter with the glucose sensor simulator communicates and was calibrated properly to the insulin pump. The unit was also received with cracked case at the display window corner, a cracked reservoir tube lip, and minor scratches on the lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).